Event description:
Material no: 305787; batch no: 7326074. It was reported that during use of the syringe 3ml ll w/ndl eclipse 25x1 rb when closing the safety, the safety popped off of the needle and landed across the room. The following information was provided by the initial reporter: "I have a needle malfunction. I had given an injection and when I went to close the safety and the safety popped off the needle and landed across the room. I did not get a needle stick but wanted to report the safety malfunction to you."

Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. PMA / 510(k)#: k980987 (syringe); k161170 (needle). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no: 305787, batch no: 7326074. It was reported that during use of the syringe 3ml ll w/ndl eclipse 25x1 rb when closing the safety, the safety popped off of the needle and landed across the room. The following information was provided by the initial reporter: "I have a needle malfunction. I had given an injection and when I went to close the safety and the safety popped off the needle and landed across the room. I did not get a needle stick but wanted to report the safety malfunction to you. "